Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the loop of the subject device broke. The event occurred during sedation for a therapeutic procedure. There was no patient harm.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loop shows scorching and traces of partial melting. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of the tip loop of the electrode. The tip loop failure is mechanical component problem, but the cause of the tip loop failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.